Event description:
I was told by the surgeon that I had prostate cancer and he suggested the da vinci robot. He said that I would not even know that I had been operated on and that I would leave the hospital the next day. However, I remained a pt in the hospital for 33 days, I was bleeding internally and I was given 18 pints of blood. I lost over 45 lbs and I could not walk, eat, or drink anything by myself. I was finally released after 33 days in the hospital and 12 hours after I was discharged, I had to be readmitted because of pain, bleeding and nausea. Since the da vinci surgery, I have had to have seven more operations. The surgeon that performed the original da vinci robotic surgery never ever came to see me or to check on me while I was hospitalized for approx 5 weeks.